Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings: a review of the pump¿s black box showed no evidence of cs 064 call service alarms. The data for the date of the reported event has been overwritten due to continued pump use. During testing, the pump rewind, load, prime sequence and basal deliveries was performed successfully with no cs 064 alarms occurring. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.